Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se replaced the exhalation valve assembly (evq) to resolve the issue. The device then passed testing.

Event description:
It was reported that a ventilator would not pass testing. There was no patient involvement.